Event description:
Procedure: sigmoidectomy. According to the reporter: endo roticulating gia malfunctioned during laparoscopic sigmoidectomy. Required intervention. "Follow up with initial reported stated no further information is available."